Event description:
Report received of an opti-q-catheter breaking. Customer reports that when attempting to remove catheter, it was met with resistance and then "a piece broke in the introducer." The insertion had occurred without any difficulty. The catheter was placed in the right internal jugular. The anesthesiologist reports "having a freely moving catheter during surgery." He states "just after the pt came off of the by-pass machine, the catheter was difficult to move either way (in or out) and that it may have been snared during surgery." In the process of pulling the catheter out, it broke. The entire piece was retrieved from the atrium. The surgery time was extended about 20 minutes. Add'l pt info was requested, but no further info was available. No report of pt adverse event.